Event description:
Implanted in 2005. Called on 6/18 to check device for no v capture. Impedance on the v lead was >3200 ohms. Pacer removed and leads analyzed. Leads checked out as normal. Device reconnected and demonstrated high impedance and loss of capture again. Device replaced, new device did not have the problem. Physician stated that the set screw in this device was difficult to remove.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continuing use of product could result in a pt's death.